Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked reservoir tube lip and scratched reservoir tube window.

Event description:
It was reported that customer received excessive no delivery alarms. Customer's blood glucose was 299 mg/dl. Troubleshooting was not done as territory training manager requested for insulin pump to be replaced. No further information provided.